Event description:
It was reported that a revision surgery was performed due to infection. The knee poly was removed and no further information is available.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported a revision surgery to remove the knee poly was performed due to infection. No other devices removed. No further information is available.